Event description:
It was reported that the patient never had therapeutic effect, "since 48 hours after the implant". The patient is experiencing a lot of pain; "constant pain in this legs" and also in his lower back. He was also experiencing "random jumps similar to an electrical shock". The symptoms were not present in the hospital; they occurred soon after device implant in 2009. The following month, the patient saw the hcp; x-rays were taken. The hcp did not find anything wrong and was recommending an MRI to check for catheter placement. Per the reporter, the patient's insurance would not pay for the MRI. The drug concentration and daily dose were not reported. Final patient outcome was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.